Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A lot history record review was completed for lots 3000487167, 3000484607, and 3000481704 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was overheating. They weren't able to transect branches. The device handle on the shears was warm to the touch but would not activate the transection of the branch. The device was disconnected and another kit was opened to complete the case. The beeping sound was heard when the toggle was pulled back to activate the device. It passed the pre-cautery test. No troubleshooting steps were taken. The extension cord, adaptor and power supply were not swapped. The device timed in less than 14 sec. Power setting at 3. No patient harm. There was a delay of a few minutes in opening another product.